Event description:
On october 31, 2022, accelus was made aware of a revision surgery to remove a migrated shim from a flarehawk 9 construct. The initial procedure was a 2-level minimally invasive tlif at l4-5 and l5-s1 and was performed on (B)(6) 2022. It was reported that during the initial procedure the core of the shell snapped during implant deployment. It was reported that the travel indicator on the insertion instrument was past the 25mm mark indicating that the implant was locked. However, x-ray imaging taken during the procedure was not clear and implant locking was not verified using a contralateral oblique image. A review of post-op imaging from when the patient was in recovery showed clearly that the implant was not locked. The six week post-op x-ray showed that the shim had backed out and the patient was experiencing some radicular symptoms. The surgeon opted to perform a revision surgery on (B)(6) 2022 to remove the migrated shim. The revision surgery was completed without issue and no additional patient harm was reported.